Event description:
It was reported that the patient had a trial put in (B)(6). Following the trial implant the patient felt okay and felt stimulation. The patient went home and didn¿t feel well; they felt tired and took a nap. The patient awoke to horrible pain, new pain that they never had before. The patient told the manufacturer representative (rep) that they could hardly walk and had to be admitted to the hospital and was still in the hospital. The trial unit had been removed, the removal date was unknown. The rep noted that the patient sounded very medicated. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).